Manufacturer narrative:
Photo device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed."

Event description:
Physician reported right side implant rupture. Device has been explanted and replaced with non-allergan device.

Event description:
Physician reported implant rupture. Device has been explanted and replaced with non-allergan device. This relates to the right side.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.